Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt was loose in flexion and extension, so the surgeon exchanged the insert with a thicker insert."